Manufacturer narrative:
D10: (B)(6) 234-02-02 - optetrak asy, ps cemented femoral, sz 2 (B)(6) 204-22-09 - ps tibial inserts sz 2, 9mm (B)(6) 204-04-22 - trapezoid tibial tray sz 1f/2t, 2f/2t .(B)(6) 200-02-29 - three peg patella 29mm. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported via legal documentation, approximately 12 months after a left total knee arthroplasty, the patient underwent a second manipulation under anesthesia; left knee arthroscopy and arthroscopic synovectomy. The patient experienced recurrent swelling and persistent recurring effusions in the left knee. Pre-operative fluid aspirations were unremarkable for crystals and demonstrated no evidence of infection. Intraoperatively, the surgeon observed moderate synovitis in the suprapatellar pouch with a fair amount of scar tissue hanging from the suprapatellar tissues this was debrided back to normal tissue. It was noted a synovectomy was performed at the medial gutter. The anteromedial aspect of the joint was debrided as well as the lateral joint as well as the lateral gutter. No evidence of acute inflammation was observed. The articular surfaces all appeared satisfactory with no evidence of scratching or burnishing. The polyethylene appeared to be intact with no evidence of scratching. There was no impingement of prosthetic components when taking the knee through a range of motion. The patient as awakened, transferred from the operating room to the recovery room in stable condition. No additional information was provided.

Manufacturer narrative:
The reason for the joint /swelling and pain reported cannot be conclusively determined and the reported event could not be confirmed because the devices were not returned for evaluation, and relevant patient information, images, or radiographs were not provided. D1: corrected. H6: corrected investigation clinical codes. H10: 1038671-2023-01106, 1038671-2025-01879, 1038671-2025-01930.